Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure performed on (B)(6), 2010. According to the complainant, while attempting to insert the stent within the patient's colon, the stent would not emerge from the distal end of the scope. The stent would not advance to the end of the scope. The scope used during the procedure was an olympus bleeder scope with a length of 103cm, while the length of the stent was 135cm. The stent and the scope were removed from the patient. Without reinserting the scope into the patient, the delivery system was inserted into the patient's colon, and the stent was deployed. However, the stent was deployed too close to the anus and was removed with the physician's fingers. The procedure was not completed. The patient complained of tightness in her belly post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and had not been returned. No issues were noted with the distal profile of the device. The shaft was bent at 65 mm distal to the distal handle and 65 mm distal to the proximal handle. There was a kink in the shaft proximal to the distal end of the outer sheath. The shaft measured 1345 mm from the distal handle to the distal end of the tip, which is within specification. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B) (6). (B) (4) medical intervention required. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure performed on (B) (6) 2010. According to the complainant, while attempting to insert the stent within the patient's colon, the stent would not emerge from the distal end of the scope. The stent would not advance to the end of the scope. The scope used during the procedure was an olympus bleeder scope with a length of 103cm, while the length of the stent was 135cm. The stent and the scope were removed from the patient. Without reinserting the scope into the patient, the delivery system was inserted into the patient's colon, and the stent was deployed. However, the stent was deployed too close to the anus and was removed with the physician's fingers. The procedure was not completed. The patient complained of tightness in her belly post procedure.